Event description:
Caller reported a malfunction on the pump, specifically with malfunction code malf 12, though no notable events occurred prior. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump. After the reset, the malfunction did not recur, allowing the customer to continue using the pump. The caller was advised to call back if the issue recurred, and they acknowledged and understood the instructions.